Event description:
Information received from affsaps via our france affiliate. On 21 december 2007, a hospital reported to affsaps that a patient, who had been wearing surevue lenses for many years and had not had an exam by an eye care professional for more than 10 years, was found to have in the left eye, deep, extended limbal blood vessels, superior pannus, stromal opacities and a corneal ulcer. A specimen of the pt's cornea was taken for analysis. The culture results were not provided in the report. The patient's visual acuity in the left eye was 20/200. The patient was using optifree solution. The reporting hospital was contacted multiple times for additional information; at this time no additional information has been provided. The adverse event in the right eye is documented in report# 1033553-2008-00006. We will provide any additional information within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.